Event description:
The customer reported that the system was displaying high ma (milliamps) error during a procedure with pt involvement. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber, high voltage supply regulator, filament driver and external interface printed circuit boards were all replaced and a generator calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.